Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The lens and the plunger are advanced into the mid nozzle. The trailing haptic is extended back. The leading haptic is extended straight. The plunger is at the trailing optic edge. Additional information: the complainant states the use of company viscoat as a viscoelastic which is not qualified to be used with the associated company handpiece device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, a lens did not advance out of the introducer and the lens broke. There was patient contact but no patient impact. The surgery was completed the same day. Additional information was received stating that the surgeon had started to introduce the lens into the eye, saw that the haptic was trailing and had to remove the lens from the eye during the initial procedure. There was no harm to the patient, and the patient required no intervention surgically or medically.